Manufacturer narrative:
An investigation was conducted as a result of this event to determine if device failure is plausible. The user was unable to provide a lot number or other distinguishable manufacturing information to aid in the investigation. Additionally, the user discarded the product and was unable to return it for evaluation purposes. As a result, production records for the suspect device could not be reviewed. There are no reports of injury associated with this event. There are no other complaints of this nature reported and risk is mitigated to this single occurrence. Performance health will continue to monitor this type of event through complaints and trending as required through our post-market surveillance program.

Event description:
On (B)(6) 2021 performance health was notified of an incident involving the neen aquaflex where a user claimed the cord became separated from the cone while in use. Because of the separation the user was unable to remove the cone herself so medical intervention was required.